Event description:
Rn had completed pheresis on customer and was withdrawing the needle from the customer's arm. As she was pulling the needle out of the arm, the needle slid sideways and into her left thumb instead of into the safety device.